Event description:
Dome detached, during traction removal. The detached portion was removed endoscopically. Indwelling period was about 7 months. The nutritional fluid was twinline. The depth of the stoma was 2.5 cm. No medications was administered. Lubricant was applied. The device was confirmed free-floating within the fibrous tract before removal.